Event description:
Reporter alleged obtaining a discrepant blood glucose result of 477 mg/dl back to back with a result of 151 mg/dl when testing was performed 2 minutes apart on his advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter indicated having normal physical activity and food after the comparison and no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.